Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service representative replaced the heat cup filter, photometer lamp, cuvettes, and the seals for syringes. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1c gen.3 results for 5 patient samples on a cobas c513 module. Patient 1: the initial result was 9.9% and the repeated result was 6.54%. Patient 2: the initial result was 14.7% and the repeated result was 5.74%. Patient 3: the initial result was 6.7% and the repeated result was 6.01%. Patient 4: the initial result was 9.7% and the repeated result was 6.18%. Patient 5: the initial result was 10.7% and the repeated result was 9.27%. The results were reported outside of the laboratory. The reagent lot number was 42165101 with an expiration date of 30-nov-2020. The repeated results were performed on an another cobas c513 analyzer and were believed to be correct.